Manufacturer narrative:
Findings: pump had cracked case at display window corner, reservoir tube, broken reservoir tube lip and test reservoir did not lock/click into the reservoir tube properly, missing reservoir tube o-ring, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that insulin pump had a piece of the circle ring part of where the reservoir goes broke. Customer's blood glucose value was 98 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.